Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn- (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Upon receiving, the device battery measured 3.506 volts, and it was charged to 3.987 volts in one cycle. This attested that the device is capable of being fully charged under a proper charging method. Review of the system data log showed a sudden drop in battery voltage from 3.816 to 3.569 volts at one point. The root cause of the sudden battery voltage drop couldn¿t be determined and duplicated in the lab. The ipg exhibits normal device characteristics.